Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.10 & h.11. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage in the silicone overmold on the top cover. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed a broken electrode wire in the small tubing. System lock was verified. Impedance values on one channel was out of range. The device passed some of the electrical tests performed. The device failed the residual gas analysis (rga) test. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage in the silicone overmold on the top cover. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed a broken electrode wire in the small tubing. System lock could not be obtained at any spacing. The device passed some of the electrical tests that were performed. The device failed the residual gas analysis (rga) test. This device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues with pain and discomfort with device use; despite device testing within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.